Event description:
It was reported that pump experienced malfunction identified as malf 1, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using prepaid label, and was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of in-warranty replacement pump and confirmed shipping details.